Manufacturer narrative:
On 5-mar-2026, the manufacture and expiration dates have been received and populated into respective fields. Additionally, with the availability of the expiration date, the UDI # has also been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizgio sheath which was leaking fluid. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed no anomalies on the device: valve, brim cap, and silicon ring were in its place. Microscopic examination on the valve was observed in normal conditions. Additionally, a back pressure test was performed, and no leakage was observed on the valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve leakage issue reported by the customer could not be replicated during the investigation. Other circumstances may have affected device performance. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 31-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Note: for field e1. Initial reporter phone - (B)(6). Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizgio sheath which was leaking fluid. The vizigo sheath was leaking fluid due to a defective valve. The vizigo was changed to a new one of same type. Procedure finished successfully without damage to the patient. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub, and the brim cap/hub did not detach from the sheath. There was no patient consequence.